Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with "oozing" from their incision site. The patient stated that the incision site had been oozing for several days. During the examination it was observed that the patient's shirt was soaked with blood, and that there was a moderate size hematoma at the incision site. Bruising was noted from around the incision site to the hip that was tender to the ouch. A superficial incisional surgical site infection was suspected. The patient was treated with intravenous (IV) antibiotics, and the extravascular implantable cardioverter defibrillator (ev ICD) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was afebrile without leukocytosis and their vitals were stable and within normal limits dur ing the patient's hospitalization admission. The patient's hematoma was expressed and swelling was significantly reduced upon discharge. Blood cultures came back negative and antibiotics were provided for prophylaxis. Four days post discharge, there was noted to b e no sign of infection, the incision site was noted to be healing well and both swelling and bruising were significantly improved, the patient stated they were "feeling a lot better".